Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to inadequate coverage. No malfunction was suspected by the physician. Additional suspect medical device components involved in the event: model#: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead. Model#: sc-2316-70, serial #: (B)(4), description: infinion 70 cm lead kit. Model#: sc-4116, lot #: 18549333/18645637, description: or cable 1x16, 61cm and extension. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.